Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-027761, and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas) mlp-027761. No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU and the heartmate 3 lvas patient handbook are currently available. The relevant sections of the device history records for mlp-027761 were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket), and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6 "patient care and management" (under "ongoing patient assessment and care") includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found unconscious by their family. The patient was admitted to the local hospital with a urinary tract infection. The patient's infectious state was believed to have led to unconsciousness. The patient was given parenteral antibiotics. Ultrasound of the kidney found stenosis of the ureter and nephrolithiasis that required stent placement in the left ureter. The patient had mild renal insufficiency. The patient was rehydrated, and the therapy had good effect. There was evidence of a pump disconnection for a limited period of time, but the pump parameters were stable. The cause of the pump disconnection was not able to be identified. Related MFR #:2916596-2022-14863.